Manufacturer narrative:
At this time the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical supervisor reported that during a cataract procedure, a system message pertaining to occlusion kept showing on the screen. The surgeon bypassed the message and was able to complete the procedure without exchanging the product. There was no harm to the patient.